Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
This report is submitted on january 16, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to tinnitus. The patient was re-implanted with a new cochlear device during the same surgery.